Manufacturer narrative:
Conclusion code is not applicable for this event.

Event description:
Additional information was received on (B)(6) 2016 from a consumer and it was reported that the catheter and pump were replaced on (B)(6) 2013, but the patient wasn't sure why. Per the patient, the situation was resolved.

Event description:
It was reported that the patient had experienced less than 50% therapy relief. During follow-up, a catheter kink in the distal segment was detected. There was an attempt during a dye study to aspirate the catheter and the film showed a possible kink. A catheter replacement was planned. This device system delivered morphine and bupivacaine.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product type: catheter. (B)(4).